Manufacturer narrative:
Arjo was notified about an event involving a maxi 500 floor passive lift that was being used with an arjo sling tha6i-l-m-33. It was indicated that the sling was applied, sized and positioned correctly. Then the resident was lifted using the maxi 500. The facility personnel attempted to place the resident into a wheelchair sideways and the lift tipped over. As a result, the resident hit the head on the floor and sustained laceration - a skin tear to left forearm and wound to left forehead. The resident was taken to the emergency department and released the same day. It was reported that the resident felt good and went back home. The maxi 500 inspection conducted by an arjo service technician revealed no malfunctions. The device was working as intended. Based on the information gathered, the facility personnel was pulling the sling with the resident slightly into the wheelchair. The instruction for use for maxi 500 device contains: ¿warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries.¿ based on the analysis performed, it seems that the resident was too far from the wheelchair and therefore, the caregivers pulled the sling with the resident to place into the wheelchair. In summary, the maxi 500 floor passive lift was used for a resident handling at the time of the event. The device was reported to tip over and in this regard, the lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the lift tipped over during use and the resident fell, sustaining injuries.

Event description:
Arjo was notified about an event involving a maxi 500 floor passive lift that was being used with an arjo sling tha6i-l-m-33. It was indicated that the sling was applied, sized and positioned correctly. Then the resident was lifted using the maxi 500. The facility personnel attempted to place the resident into a wheelchair sideways and the lift tipped over. As a result, the resident hit the head on the floor and sustained laceration - a skin tear to left forearm and wound to left forehead. The resident was taken to the emergency department and released the same day. It was reported that the resident felt good and went back home.